Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found an o-ring and connector breakage. So, in order to solve the issue, the fse replaced the o-ring (0354-00-0208) and the quick disconnect fitting (0103-00-0686). The fse then performed sensor calibration, functional tests, and the unit was then cleared for clinical use.